Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no information). Technician indicated an overcorrection in the pt's left eye, post prk treatment. Technician stated that the pt's records showed an impression of prolonged use of antibiotics, in response to an infection, and also stated that there were findings of corneal infiltrates, haze, and an endothelial scar. No other specifics or names of medications were mentioned. Pt underwent a retreatment procedure. Pt records have been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).